Event description:
The customer reported that a patient who had been implanted with an accolade 1 and trident and 32/4 cocr head in 2015 was revised. An MRI undertaken in advance of the surgery indicated a lumpy area during surgery the surgeon reported signs of alval - the tissue looked devascularised. When the head was removed there was a black sleeve of corrosion on the trunnion. All pre-operative markers were normal the head and liner were explanted and discarded. The shell and stem have remained in situ.

Manufacturer narrative:
An event regarding altr involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: review of the provided medical records and/or x-rays were rejected by a clinical consultant indicated: cannot confirm event, need operative reports, clinical and past medical history and serial x-rays.. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that a patient who had been implanted with an accolade 1 and trident and 32/4 cocr head in 2015 was revised. An MRI undertaken in advance of the surgery indicated a lumpy area during surgery the surgeon reported signs of alval - the tissue looked devascularised. When the head was removed there was a black sleeve of corrosion on the trunnion. All pre-operative markers were normal. The head and liner were explanted and discarded. The shell and stem have remained in situ.